Event description:
The physician states the hand piece was defective resulting in a burn to the physician's left index finger. The physician was wearing double gloves at the time of injury.

Manufacturer narrative:
Sample has not been received from the user facility for further investigation. "Similar reports have been found to the result of the physician ( buzzing the hemostats) which is contraindicated in the product instruction for use."